Event description:
The device was returned for evaluation. The event was not confirmed; the device inflated as expected and met specification. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: (pending device evaluation); evaluation, conclusion: (pending device evaluation). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was planned to be used as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the physician was unable to flush the reliant balloon. There was no noticable damage to the packaging or the reliant balloon. There was no adverse event to the patient since it was unused. The physician completed the procedure with another reliant balloon. The physician commented that it seems inflation lumen might be passed through guidewire lumen, so inter lumen leak is suspected. No clinical sequelae were reported and the patient is fine.